Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a starclose se device after a peripheral atherectomy angioplasty procedure using a 6f sheath. Reportedly, after clip deployment, the vessel locator wings did not retract. A little resistance was noted during removal. The access ports and safety release mechanism were used to remove the device. Although the clip was deployed, hemostasis was not achieved. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported difficulty opening and closing the vessel locator wings was not confirmed. Clip malposition and difficulty removing the device from the anatomy could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. It was also noted that the j-hook of the release rod was broken. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The observed release rod j-hook separation was concluded to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.